Manufacturer narrative:
Manifold inlet manifold, the holder of arm screen and air inlet fitting were suggested to be replaced.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit has been tipped. There was no reported injury.